Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin cannula kinked event on (B)(6) 2024. The insertion site was abdomen. The glucose level was high (specific value unknown). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.